Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device stopped while it was in use. There was no reported pt involvement and/or pt impact.